Event description:
It was reported that the patient underwent l3/4 tlif surgery from the left with l3 laminectomy and l3/4 facetectomy using posterior instrumentation, peek cage (14mm), rhbmp-2/cas and local autograft. Solid fusion was confirmed at l4/5. The posterior instrumentation from l4 to s1 was removed and replaced. X-rays showed excellent placement of interbody cages and instrumentation. A small piece of fascia was removed from the dorsal lumbar fascia and placed over a thinned area of dura where scar tissue had been removed and caused some mild thinning of the dura. The patient was transferred to recovery in good condition. The patient underwent lumbar MRI 70 days post-op which showed scarring at l3/4 and l4/5, and a small posterior fluid collection consistent with seroma at l4/5 which did not impinge upon subarachnoid space. The patient also underwent a lumbar MRI 303 days post-op which showed stable postoperative appearance and scarring. Small residual post surgical seroma at l3/4 which did not impress upon dura. There was heterotopic bone extending posteriorly from left posterolateral aspect of l3/4 disc. The heterotopic bone was unchanged from the prior MRI study. Neural foraminal narrowing at l4/5 was stable.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.